Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, and off no power test. There was no blank display noted. The pump was received with a scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump quit working overnight. Customer stated that he changed the battery but the pump is not coming on. Customer's blood glucose is 407 mg/dl and he treated with manual injections. Customer was calling back with a blank display after pump rest and after receiving a new battery cap. Customer removed the battery and reinserted it, but the display did not return. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.